Event description:
The pt reported a "lump of medicine" at their spine. The hcp stated that the pt had an MRI that showed the catheter had pulled out of the spinal canal. There was visible swelling in the lower lumbar spine and it was firm on palpation. The pt had no other signs or symptoms. The pump contained morphine ( 2mg/ml at 0.33 mg/day) and bupivicaine ( 2 mg/ml at 0.33 mg/day). The pt was also taking vicodin concomitantly. No additional treatment for pain was needed. The pt underwent a pump dye study. Dye was injected into the pump and catheter and pt was immediately sent for a CT. The CT showed fluid pocket at l2-3 and l3-4 and contrast showed leak at l2-3 in the catheter. The pump rotor study was negative. The pt was referred for a catheter revision.